Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at implant site; subsequently the patient was treated with antibiotics and steroids (type and date not reported). The implanted device remains.